Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that drawer was not opening, preventing users from retrieving medications while issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. Field service engineer open back panel and loosen rail brackets to resolve the issue. The system functioned as intended after the field service engineer serviced the device